Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no damages. The only battery messages that were in the archive file were the ua44 messages meaning the battery is running low. In some of the sessions that had low battery warnings batteries with sn (B)(4) were used. Battery sn (B)(4) was weak at the start of the sessions with a voltage of 33 volts. No batteries were returned with the unit. Functional testing was performed as follows: the platform ran with a half depleted test battery for 18 minutes before getting a low battery message. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that during a recent patient care, the autopulse platform displayed a battery error message. The medic does not recall what the exact message was. They discontinued use of the platform and reverted to manual CPR for the remainder of the call. No adverse patient sequelae was reported. Manufacturer requested additional information on (B)(4) 2013: however, no additional information has been obtained.